Event description:
Reporter indicated a patient had high lead impedance readings at an office visit, and that the patient was experiencing erratic stimulation. The reporter elected not to disable the vns but was aware of the MFR's recommendation to turn off the vns when high lead impedance is discovered. The patient underwent a left carotid catheterization procedure earlier this year. The reporter believes this procedure may have contributed to the high lead impedance. X-rays reviewed by the MFR did not reveal any lead discontinuities, but did identify that the lead pin does not appear fully inserted past the generator connector block. The plan of care for the patient is pending per the reporter.

Manufacturer narrative:
X-rays reviewed by MFR, no gross lead discontinuities visualized but noted the lead pin appears to not be fully inserted. Device failure is suspected, but did not cause or contribute to a death or serious injury.